Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed an opening assessed as a surgical impact opening. (Shell thickness within spec). As per the investigation procedure, creases and wear abrasion. Were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No further actions are required since no issue in the manufacturing of the device is observed. Additional, changed, and/or corrected data: d9, h3, h6

Event description:
Explanting physician reported intracapsular rupture diagnosed by ultrasound. The device has been explanted with capsulectomy and replaced with another manufacturer's device. This record relates to the right side.

Manufacturer narrative:
Continued e.1.: phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Explanting physician reported, intracapsular rupture. Diagnosed by ultrasound. The device has been explanted with capsulectomy and replaced with another manufacturer's device. This record relates to the right side.